Manufacturer narrative:
An event regarding a foreign matter involving an other hip head was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis report concluded: "the white product on the head was found to be likely bone cement. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event reported for a white product on inside of unitrax head. The event was confirmed on the basis of visual inspection and material analysis report. The material analysis report concluded that the white product on the head was found to be likely bone cement. No material or manufacturing defects were observed on the surfaces examined. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Opened sterilized implant, was sitting on table for a while but then noticed a white product on inside of unitrax head. Does not believe cement was on it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Opened sterilized implant, was sitting on table for a while but then noticed a white product on inside of unitrax head. Does not believe cement was on it.